Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. The most recent information was received on 25-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 53 year-old female patient who had essure inserted (lot no. C26939). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), dizziness ("dizziness"), wheezing ("wheezing"), premature menopause ("early menopause"), neck pain ("neck pain"), spinal pain ("spinal back pain"), disturbance in attention ("concentration problems"), memory impairment ("memory disorders"), balance disorder ("balance disorders"), alopecia ("hair loss"), idiopathic environmental intolerance ("electrical hypersensitivity"), hot flush ("hot flashes"), limb discomfort ("legs feeling heavy"), cardiovascular disorder ("poor blood circulation"), visual impairment ("vision problems"), dyspepsia ("digestive problems"), swollen abdomen ("swollen stomach"), bloating ("bloating"), flatulence ("flatulence"), diarrhoea ("loose mucus-like liquid stools"), mucous stools ("loose mucus-like liquid stools"), constipation ("constipation"), haemorrhoids ("haemorrhoids") and depression ("depression"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, haemorrhoids, fatigue, cognitive disorder, sleep disorder, tinnitus, dizziness, wheezing, premature menopause, neck pain, spinal pain, disturbance in attention, memory impairment, balance disorder, alopecia, idiopathic environmental intolerance, hot flush, limb discomfort, cardiovascular disorder, visual impairment, dyspepsia, swollen abdomen, bloating, flatulence, diarrhoea, constipation, depression or mucous stools. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kg. Batch no: c26939. Production date: 2014-02-20. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 02-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 53 year-old female patient who had essure inserted (lot no: c26939). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), dizziness ("dizziness"), wheezing ("wheezing"), premature menopause ("early menopause"), neck pain ("neck pain"), back pain ("spinal back pain"), disturbance in attention ("concentration problems"), memory impairment ("memory disorders"), balance disorder ("balance disorders"), alopecia ("hair loss"), idiopathic environmental intolerance ("electrical hypersensitivity"), hot flush ("hot flashes"), limb discomfort ("legs feeling heavy"), cardiovascular disorder ("poor blood circulation"), visual impairment ("vision problems"), dyspepsia ("digestive problems"), swollen abdomen ("swollen stomach"), bloating ("bloating"), flatulence ("flatulence"), diarrhoea ("loose mucus-like liquid stools"), mucous stools ("loose mucus-like liquid stools"), constipation ("constipation"), haemorrhoids ("haemorrhoids") and depression ("depression"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, haemorrhoids, fatigue, cognitive disorder, sleep disorder, tinnitus, dizziness, wheezing, premature menopause, neck pain, back pain, disturbance in attention, memory impairment, balance disorder, alopecia, idiopathic environmental intolerance, hot flush, limb discomfort, cardiovascular disorder, visual impairment, dyspepsia, swollen abdomen, bloating, flatulence, diarrhoea, constipation, depression or mucous stools. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kg. Measures taken to treat the patient at the healthcare facility: comments: implant removal planned for the coming months. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.